Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high following infusion set placement. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis and treated with corrective therapy and discharged (B)(6) 2026. No long-term health effects were reported.